Manufacturer narrative:
D1: the reported product is an unknown baxter cassette. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient noticed a hole in a homechoice cassette during therapy. Subsequently, the patient developed peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.